Event description:
New information received states the patient had been receiving the shocks every week from the beginning of the year. The patient mentioned being lifted up after a shock. The pacemaker was turned back on until the programming change was made.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the hospital after receiving an inappropriate shock therapy for a supraventricular tachycardia rhythm. The issue was addressed with a programming change. The patient condition was stable during and after the event. The patient will continue to be monitored.